Event description:
Intermittent artifact while in moving ambulance. When ambulance stopped, artifact disappears. There was no pt harm.

Manufacturer narrative:
Attempts to acquire the required pt info and date of event are ongoing. Eval summary. Eval of the device was not able to duplicate or confirm reported failure. The device was tested and found to perform in accordance with its specs. No fault was found. As indicated in the device labeling, possible causes of this type of failure can include use of an improper electrode type, use of dry electrodes, and improper technique in preparing the skin for electrode application.